Event description:
During product evaluation by a baxter service technician, a flogard volumetric infusion pump was found to have failure code f73 in the alarm log. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the f-73 alarm was determined to be a skewed cn201 connector. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. Conclusion: was selected because this is the most applicable code to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.